Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The collimator connectors were reseated during the service call. A collimator calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an "iris too large" error. No patient or user injury was reported.